Event description:
It was reported that a spectrum pump experienced an inoperable on/off key on the keypad. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.